Event description:
This is a spontaneous report by a baxter homecare nurse from (B)(6) of lack of appetite and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy peritoneal effluent and lack of appetite. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. Pd therapy continued even after the diagnosis of peritonitis. According to the reporter, the patient was not hospitalized due to the seriousness of the peritonitis, but for logistic reasons (patient lived too far from the hospital) and because of antibiotic therapy administration. The reporter stated that due to current procedures, children stayed in the hospital for observation and antibiotic administration when they had peritonitis. On (B)(6) 2010, the patient was treated with vancomycin 500 mg ip (according to serum vancomycin) and ceftazidime 400 mg daily ip. The outcome for the event of lack of appetite was not reported. The event of peritonitis was resolving. Antibiotic therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.